Event description:
Device 3 of 3. Ref MFR reports: 1627487-2014-05690, 05691. The pt has two 3166 leads from the same lot (for off label use). It was reported the pt has been experiencing discomfort at the site of the leads (in the occipital area). The pt has also been experiencing discomfort at the site of the extensions (for off-label use) due to them protruding. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.